Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient required medical intervention due to hypoglycemia. The patient's blood glucose levels rose to 18 mmol/l (324 mg/dl) while wearing the pod on the abdomen for between 49 and 71 hours. The patient changed the basal settings and gave a manual injection of 6 units with an insulin pen. The patient went to sleep and her husband noticed she had loss consciousness, made strange noises, heavy breathing, her eyes were very big, and she was unresponsive. Emergency services were called and they removed the pod and treated with glucose intravenously. The ambulance stayed with the patient for approximately 45 minutes. A new pod was applied once they left.